Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has showed a premature battery depletion (pbd) behavior. A replacement interval was calculated. The sicd remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has showed a premature battery depletion (pbd) behavior. A replacement interval was calculated. The sicd has been explanted at this time and is expected to be returned for analysis. The physician elected to replace the lead due to too much tissue under the coil, seen on x-ray, as an elective replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) has showed a premature battery depletion (pbd) behavior. A replacement interval was calculated. The s-ICD has been explanted at this time and has been returned for analysis. The physician elected to replace the lead due to too much tissue under the coil, seen on x-ray, as an elective replacement. No additional adverse patient effects were reported.